Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. It was reported that they are getting system problem rm04 when they are recharging the implanted neurostimulator today. Patient services assisted patient with resetting the controller, after resetting, the controller power on and message is cleared. Controller show implanted neurostimulator 60%, controller 100% charged. Patient service asked patient to inspect the recharger for damage and patient said there is no visible damage but the relay box gets hot sometimes. Patient started charging the implant and getting excellent quality. A replacement recharger (rtm) was sent out. Additional information was received from a patient (pt). It was reported that the recharger was previously replaced because the paddle would get hot.